Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the functional board of a fresenius 2008t machine. There was no patient involvement associated with the reported event. The biomed said the machine powered off as the staff began setting up the machines for the day. The machine was removed from service for evaluation. The biomed initially thought there was an issue with the power supply, and they attempted to resolve the issue by replacing the power logic board. After doing so, they were able to power up the machine. However, the clic device was not verifying in dialysis mode. In addition, the keyboard keys were not working. Upon further investigation the biomed found a burnt spot on the functional board. The biomed confirmed that no additional parts or components were damaged. It was confirmed that the functional board was the original fresenius part on the machine. There was no burning smell noticed. Additionally, there were no signs of any smoke, sparks, or flames. There were 15,620 operating hours on the machine. The biomed confirmed machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The machine remained out of service at the time of follow-up. The biomed ordered a new functional board and was waiting on the part to arrive. The biomed agreed to return the damaged functional board for evaluation. A photo of the board was provided for review.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, a photograph of the functional board was provided for review and thermal damage is visible on the printed circuit board (pcb) and inductor l16. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed..

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the functional board of a fresenius 2008t machine. There was no patient involvement associated with the reported event. The biomed said the machine powered off as the staff began setting up the machines for the day. The machine was removed from service for evaluation. The biomed initially thought there was an issue with the power supply, and they attempted to resolve the issue by replacing the power logic board. After doing so, they were able to power up the machine. However, the clic device was not verifying in dialysis mode. In addition, the keyboard keys were not working. Upon further investigation the biomed found a burnt spot on the functional board. The biomed confirmed that no additional parts or components were damaged. It was confirmed that the functional board was the original fresenius part on the machine. There was no burning smell noticed. Additionally, there were no signs of any smoke, sparks, or flames. There were 15,620 operating hours on the machine. The biomed confirmed machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The machine remained out of service at the time of follow-up. The biomed ordered a new functional board and was waiting on the part to arrive. The biomed agreed to return the damaged functional board for evaluation. A photo of the board was provided for review.